Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure to close a gastric bleed on (B)(6) 2026. During the procedure, two resolution 360 clips malfunctioned at the time of deployment and did not deploy after engaging deployment system and the clip remained on the distal end of the catheter. The internal wire and spring snapped at the handle of the clip as well. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of two malfunctioned clips used in the same procedure.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results. Block h11: investigation results. The device was not returned for analysis as it was disposed; therefore, a technical analysis could not be performed. The complaint device was not returned therefore, product analysis could not be carried out, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure to close a gastric bleed on (B)(6) 2026. During the procedure, two resolution 360 clips malfunctioned at the time of deployment and did not deploy after engaging deployment system and the clip remained on the distal end of the catheter. The internal wire and spring snapped at the handle of the clip as well. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this report pertains to the second of two malfunctioned clips used in the same procedure.